Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a rainbow. The issue occurred before sedation during setup/inspection for use (during setup in the room, before the patient entered). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was likely led to malfunction: when we shake the cable in the socket the image flashes on and off but won¿t hold. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.